Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly at home and lying down prior to passing. It was reported that the patient's girlfriend called 911 and initiated CPR. Per clinical review of the patient's continuous ECG recordings, the patient was in sinus rhythm at 80 bpm with pvc's. The rhythm then degraded to vt at 150 bpm degrading to vf with CPR/motion artifact. The patient was in vf for 7 minutes and 45 seconds, however CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. At 21:25:55, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact. The post-shock rhythm was sinus tachycardia at 120 bpm with CPR/motion artifact. From 21:35:12 to 21:39:47, the patient's rhythm was vf with CPR and motion artifact. CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment during this time. The patient remained in vf with CPR/motion artifact until the rhythm degraded to asystole with CPR/motion artifact. Lastly, the patient was last seen in sinus bradycardia at 30 bpm with CPR/motion artifact. There is no indication that a device malfunction caused or contributed to the patient's passing. CPR and motion artifact prevented the lifevest from delivering a treatment to the patient.